Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error and the delivery was to contact support. Customer's blood glucose value was 160 mg/dl. The customer was assisted with troubleshooting. The customer stated that they saw red cross on display. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error and motor safety circuit failed test confirmed in history file due to software error.